Event description:
The distributor reported the alleged event: when unpacking the implant, the secondary packaging was damaged.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.